Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. No ramping numbers noted on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an issue with the pump keypad. The customer's blood glucose level was 176 mg/dl. The customer reported that they tried pushing the button but it did not responding and kept on asking his blood glucose. Customer stated that the numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there is no response from any button. Customer stated the minutes changed. The insulin pump will be returned for analysis.